Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of leak in peritoneal cavity and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a leak in peritoneal cavity due to which the patient experienced peritonitis (onset date unreported). On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12f19078. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.